Event description:
It was reported that a patient sustained burns to the left side of his head, posterior/lateral around the temporal/occipital area during an MRI exam of the pituitary gland. The patient saw a dermatologist who identified the burn as a well healing crusted scalp wound with good hair growth and without any discharge or infection, but still with palpable tenderness. The dermatologist prescribed bactroban, an antibiotic ointment.

Manufacturer narrative:
The gehc field engineer performed the system checkout and found no problem with the system or the coils in question. There is no evidence that the mr system malfunctioned. The system is designed to comply with iec 60601-2-33, including the requirements intended to minimize the likelihood of patient warming. The mr safety guide provides warming and safety instructions regarding patient warming. An mr system used electromagnetic energy to produce clinically diagnostic images. The radio frequency (rf) field is an oscillating electromagnetic field. Pulses of rf energy are used to generate the signal, which cause tissues to absorb rf power. Under certain conditions, this may cause tissue heating. The amount of heating depends on several factors, such as patient size and pulse sequence timing. Rf heating of tissues is greatest at the periphery of the skin. The specific absorption rate (sar) is the estimated amount of heat dose received by the patient. This value is expressed as watts of power per kilogram of the patient's body weight. Humans subjected to significant radio frequency power deposition (i.e., significant sar) will normally attempt to dissipate the additional heat load through vasodilatation of skin blood vessels permitting skin to approach core temperature. This action typically causes the skin to flush (turn red) and enables the body to dissipate heat more rapidly. This skin flushing is a normal response to significant radio frequency power deposition. Skin reddening or to a lesser degree, the report of a warming sensation without reddening regardless of the method, it was created (sar, contact, metal, etc) is not hazardous if it clears in a few hours. The mr safety guide, which is delivered to the customer at the time of system turnover, clearly discusses in-depth, the effects of electromagnetic fields on patients, as well as the hazards and mitigations to ensure patient safety. It is ultimately the responsibility of the operator to fully screen patients prior to their exam, and to monitor the patient's wellbeing during an mr exam. Patients who are sedated or incapacitated may make monitoring more difficult, as they may not be able to alert the operator to unusual warming sensations. Other factors which may make patient monitoring difficult may include compromising medical conditions that affect the body's ability to regulate temperature or dissipate heat, or undisclosed or undetected conditions which may concentrate the rf energy, or compromise the body's thermoregulatory system.